Event description:
Per the customer, the shaft was bent during a procedure which could lead to an inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.